Manufacturer narrative:
(B)(4) date sent: 9/28/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: reload was fired with a psee60a (lot unknown). The echelon stapler was further used in the procedure without any anomalies. The reload was fired at the antrum of the stomach (thick tissue). It was observed that at patient side only 1-2 cm of staples were deployed. The staple drivers were fond to be misformed. After 2 cm all staples were observed unformed in their pockets and it seems as if the sled (for pushing the staple drivers up) was damaged. The staple line at resection side appeared to be normally. The staple line was over-stitched by hand. There were no negative consequences for the patient.

Event description:
It was reported that during a gastric sleeve procedure, it did not staple correctly; only one side; did not staple at patient side; sutured by hand. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one gst60g cartridge reload was received for analysis with no apparent damage. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.